Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl reconstruction, a dyonics control unit was set to 30 and the water was flowing stronger than expected. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No additional anesthesia was required. No further complications were reported.